Manufacturer narrative:
Initially it was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and there was a map shift issue with no error message, no cardioversion, no patient movement which was assessed as a reportable malfunction under the pentaray nav catheter. During the investigation, it was found that relevant error messages were displayed. Therefore, after further review, the event was reassessed to not reportable. Since the catheter cannot map by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The h6. Medical device problem code was updated from "display or visual feedback problem (a0902)" to "application program problem (a1102)" and "improper or incorrect procedure or method (a2303)". Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and the map shift issue with no error message, no cardioversion, and no patient movement issue was observed. They did a map with the pentaray nav. When they inserted the smarttouch sf catheter, the map appeared shifted. The patch did not move and they did not have any error on the carto. It was hard for the physician to know where to ablate as the map was not accurate. The physician asked to redo a map with another pentaray nav catheter and it solved the issue. No patient consequence. Additional information was received on 26-dec-2024. They figured there was a shift because when the physician inserted the ablation catheter, its position did not match with the map created just before with the pentaray nav catheter. The map shift was discovered during the ablation phase. Did not know the difference in map location before and after the map shift. However, when the physician put the ablation catheter in the left pulmonary veins, on the map, it was shown in the appendage. When he put the ablation catheter in the appendage, it was shown out of the map created with the pentaray nav catheter. This is how they understood there was something wrong. The physician did not perform a cardioversion prior to the map shift. The patient did not move before detecting the shift. There were no changes in the patient¿s breathing or ventilation before the map shift. The patient¿s head was not raised nor repositioned on the pillow. The patient¿s arm was not moved without changing the patient¿s position on the mattress. They did a map with the pentaray nav catheter. The map seemed good. The patient did not move, and no error displayed on the carto. Then the physician inserted the smarttouch sf catheter. Then they noticed that the various position of the catheter did not match with the map created with the pentaray nav catheter. The physician reinserted the pentaray nav catheter. The map matched. Then he put back the smarttouch sf catheter. The map did not match. The patient still did not move and no error displayed on the carto. They figured there was something wrong with either the smarttouch sf catheter or the pentaray nav catheter. They changed the pentaray nav catheter and created a new map. This new map did not match with the first map created with the first pentaray nav catheter but matched with the position of the smarttouch sf catheter. They concluded that the first pentaray nav catheter was defective. They solved the issue by changing the pentaray nav catheter; therefore, figured the catheter was the problem. Felt it was strange that there was no error displayed on the carto. Additional information was received on 09-jan-2025. There were no more than usual metallic objects near the table. They do not use ultrasound in this center. The catheters were visible on fluoroscopy. They could also see them on the carto. The position of the smarttouch sf catheter was confirmed as wrong regarding the position on fluoroscopy. The problem did not seem to come from the smarttouch sf catheter. They tried with another one without solving the issue. Then they opened a new pentaray nav catheter. The position of this second pentaray nav catheter matched what they saw with the smarttouch sf catheter but did not match the map made with the 1st pentaray nav catheter. Therefore, they did a new map with this 2nd pentaray nav catheter and it solved the issue. This map shift issue was originally considered non-reportable, however, bwi became aware on 26-dec-2024 that no cardioversion was performed prior to the map shift and the patient did not move before detecting the shift and have reassessed the map shift issue with no error message, no cardioversion, no patient movement as a reportable malfunction under the pentaray nav catheter. The awareness date for this reportable map shift issue is 26-dec-2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).